Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: prior to a procedure, as the instruments were being prepared for surgery, it was noted the knob at the applicator inner shaft was missing. This report is 1 of 1 for complaint (B)(4).